Event description:
Arthritis; pain in right knee [arthralgia]; joint effusion. Case description: spontaneous report was received on 01/13/2012, from a physician regarding a (B)(6) male pt, initial (B)(6), with gonarthrosis. The pt's medical history was not provided. On (B)(6) 2011, the pt initiated treatment with synvisc (hylan g-f 20) at a dose of 2 ml in an unspecified location. On (B)(6) 2011, the pt received the second injection, followed by the third injection on (B)(6) 2011. The lot number for synvisc was not provided. On (B)(6) 2011, the pt developed arthritis and pain. It was reported that the pt did not visit the clinic soon after the event's onsite because of his personal reason. On (B)(6) 2011, the pt visited clinic and 60 cc of yellow opacified joint fluid was aspirated. It was also reported that pseudogout was suspected, but not bacterial test was performed. On (B)(6) 2011, the pt again had an arthrocentesis and 19 cc of joint fluid was aspirated. The same day, pt recovered from the event of arthritis. The outcome for the event of pain and joint effusion was not provided. Relevant concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as possible; however, did not provide relationship between synvisc and the events of pain and joint effusion. Follow-up info was received on 08/24/2012 from a physician regarding pt's demographics, medical history, synvisc therapy details, clinical course, event info and corrective treatment (steroids) which upgraded case to serious. The pt's medical history was significant for gonarthrosis of right knee with joint stenosis and osteophytes and previous medical device implantation with other hyaluronate sodium. The pt's concomitant disease included diabetes mellitus (hba1c 6.5). It was reported that the pt initiated monthly treatment with synvisc in his right knee (dosing adjusted). The lot number for synvisc was unknown. The pt had no fluid retention prior to first and second injection. It was also reported that using a disposable needle, the pt had third injection into external suprapatellar of right knee after sterilizing with iodine. Prior to injection, the pt had to infections symptoms, skin disease around the injection site, intra-articular inflammatory symptoms or knee joint effusion, but had diabetes mellitus which was a complication easily inducing infection. On (B)(6) 2011, the pt developed paint at whole area of right knee. On (B)(6) 2011, the pt initiated treatment with loxoprofen sodium hydrate table and rebamipide tablet, 3df orally. The same day, pt had dexamethasone sodium phosphate injection and mapivacaine hydrochloride injections. On (B)(6) 2011, the treatment with loxoprofen sodium hydrate and rebamipide was completed. The reporting physician assessed relationship between synvisc and the events of pain in right knee and joint effusion as possible.

Manufacturer narrative:
Follow-up info was received on 01/27/2012, in the form of qa (quality assurance) investigation results. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. The benefit-risk relationship of the product is not affected by this report.